Event description:
It is reported that the pt is claiming that they received a right knee instead of a left knee implant. Revision status is unk.

Manufacturer narrative:
Eval summary: neither surgical notes, not x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low vs high impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Eval: the part numbers and lot number are unk; therefore, the device history records could not be reviewed.